Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced no low alert and an adverse event. The patient stated they were asleep and missed a low alert which caused the patient to start convulsing. It was indicated that the patient¿s granddaughter was with the patient and that the receiver had vibrated but had not given an alert. The patient¿s granddaughter tried to assist the patient before she had the patient¿s daughter call 911. It was indicated that the emergency medical technician¿s provided the patient with sugar and at the hospital, the patient was administered intravenous (IV) therapy. The patient was released from the hospital after an hour. At the time of contact, the patient was doing fine. No additional patient or event information is available.